Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t displayed an error code on the patient side post procedure. The customer does not know what code was displayed. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The unit was inspected and functionally tested and the fault was not reproduced. The unit was found to be working according to specification and was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be confirmed, a root cause was not determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side post procedure. The customer does not know what code was displayed. There was no patient involvement.